Event description:
It was reported that the customer had high blood glucose and was hospitalized. Customer's blood glucose reading was 485 mg/dl at the time of admission. Physician was inquiring about the basal rates and stated that the customer was not following directions. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.